Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The size difference between the size 10 reamer and size 12 reamer is too great which led to difficulty selecting the correct size for the patient. The surgery was extended approximately 20 minutes.